Event description:
The customer reported via phone call that the insulin pump was damaged. The plastic on the reservoir housing was chipped and the black rubber circle on the reservoir was falling out. Customer's blood glucose level was 166 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was missing the reservoir seal and no loose seal was noted. The insulin pump had a broken reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.